Event description:
During the stent procedure, the stent dislodged from the stent delivery system due to heavy tortuosity. The stent was successfully retrieved with a gooseneck snare. Reportedly, there was no pt injury.